Manufacturer narrative:
D4: lot #: suspected lots are dr24d23062 or dr24d08031. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set dislodged from the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date, h4, h6, h11. D4: expiration date for both suspect lots are n/a. H4: manufacturing date for the suspected lot dr24d23062 was 04/24/2024 and manufacturing date for suspected lot dr24d08031 was 04/09/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.